Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer called from a dr's office and they have an old rolls wheelchair and she states they were moving a customer and the front caster rim broke. The inner portion of the plastic part of the wheel.